Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft bifurcate was selected for use in the patient for the endovascular treatment of a 60 mm in diameter abdominal aortic aneurysm. It was reported that during the index procedure, the device was inspected prior to inserting into the patient. During visual inspection it was discovered that the distal tip of the delivery system appeared to be damaged. The physician elected to use another endurant ii stent graft bifurcate and the procedure was completed. No sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.